Event description:
It was reported that, "the ortho resident was reaming the femoral canal up to size 21mm conical reamer. The reamer was stuck in canal, could not get the reamer dislodged. Broke a couple of t-handles. Finally, after using vise grips, got the reamer out of the canal."

Manufacturer narrative:
This is the same pt/event as: MFR #2249697-2012-00183, #2249697-2012-00184. When completed, the eval summary will be submitted in a supplemental report.